Event description:
The customer reported that the values for double products and for blood pressure are wrong on the summary report.

Manufacturer narrative:
The customer reported that the values for double products and for blood pressure are wrong on the summary report. There was no report of adverse pt impact. Philips evaluated pt data from the time of the incident and confirmed the customer's reported symptoms. Philips determined that this was a product malfunction. Philips provided the customer with a solution, and the customer accepted the solution.